Event description:
It was reported that the patient didn¿t feel well and the implantable neurostimulator (ins) site was tender. The patient did not have a fever. An infection was not confirmed but an MRI was needed to diagnose a possible infection. This occurred gradually. The patient had seen the doctor the day prior to this report and was admitted to the hospital. The MRI facility was refusing to the do the MRI as they did not have enough information stating the patient was eligible, though the manufacturer representative (rep) ¿knew¿ the patient was. The patient was maybe going to have the device explanted due to not being able to have the MRI but she really liked the therapy. Follow-up was performed to determine when the infection was noticed, if it was confirmed, if any intervention took place, and if it was resolved. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).